Event description:
A patient received a 3.5x18mm cypher stent to the 3.5mm distal cx with 50% preprocedure stenosis. The lesion was 15mm, tubular (10-20 mm), eccentricity type ib, readily accessible of proximal segment, no lesion angulation, smooth contour, no ostial location, little or none calcification, no thrombus, less then total occlusion and no major branch involvement. Preprocedure timi flow was 3. The site was predilated with a 2.5x20mm balloon at 8atm for 50 seconds. The stent implantation was successful. Postprocedure, stenosis was < 30% and timi flow was 3. There were no complications. Four years and five months later, the patient was admitted with unstable angina type ia, and angiography showed a severe restenosis of the target lesion. It was treated with the implantation of another stent. The patient was discharged in good condition.